Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a display malfunction in which lines appeared across the screen, rendering the screen unreadable and preventing normal interaction, with no known impact to blood glucose, which the user reported as 122 mg/dl. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and user education on shutdown, data sync to the mobile app, and the need to complete a new startup on the replacement device. Investigation included complaint intake review and troubleshooting to confirm a nonfunctional display with no visible external damage reported by the user. Investigation of this case revealed a screen visibility failure consistent with a display hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display assembly.